Event description:
(B)(4). Since implanting the essure coils, I have had chronic and now severe pelvic pain. It has gotten progressively worse over the years where I spend a majority of my day laying with a heating pad and on daily pain medication. I'm (B)(6) and am having a hysterectomy to finally remove these with the hopes of getting my life back. I have also suffered with auto immune issues. My abdomen is swollen and sensitive to touch. Half of the month I can't wear pants because it is so swollen and tender. My insurance covered this procedure and my doctor explained essure was better than a typical tubal ligation (which is what I originally wanted). As soon as my symptoms started emerging, she denied that it would have anything to do with the coils that were just implanted. I have gone to countless doctors to try to find a solution and some relief. It's sad that I'm absolutely thrilled at having a total hysterectomy next month at the age of (B)(6).